Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during preparation, "the handle was unable to retrieve automatically" outside the patient. A photo of the device taken during the procedure showed that the carrier was extended into the cage while the handle was in the relaxed (not actuated) position. In addition, it was reported that the dart was difficult to place into the carrier. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Complete initial reporter address 1: (B)(6). Device code 1536 captures the reportable event of carrier failed to retract. An examination of the returned capio slim device revealed that no visual and functional damage noted on the device. The carrier was actuated three times and it extended and retracted without any issue. Also, it was actuated (deployed) three times with the suture and the dart entered in the slot without any issue. However, the photo provided by the customer showed that the carrier was in extended position and the handle was pushed forward without being manipulated, therefore, the carrier was unable to retract. Although the visual and functional inspections performed were found within specifications, condition observed on the photo provided was consistent with the reported failure; consequently, the reported complaint is confirmed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. It is likely that the issues found (stuck condition of the handle and its retraction limitation) occurred due to the device experienced procedural factors (such as handling, technique) that led to a decrease in its functional capacities. Therefore, the most probable cause for this complaint is adverse event related to procedure which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during preparation, "the handle was unable to retrieve automatically" outside the patient. A photo of the device taken during the procedure showed that the carrier was extended into the cage while the handle was in the relaxed (not actuated) position. In addition, it was reported that the dart was difficult to place into the carrier. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.